Event description:
Dome detached during traction removal. Inswelling period was 180 days. The detached portion was removed endoscopically. The doctor says he might have pulled the device too strongly. Medicon's observation: found impression of forceps.